Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? Asku. If yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? Asku. If so, what device? Was any torque being applied to the trocar or device? Asku.

Event description:
It was reported that during a lavh procedure, there was loss from the trocar. It is unknown if there were any devices inserted into the trocars. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results of the cb12lt devices (a, b and c) found that it was received with evidences of reprocessing. Therefore, no functional testing was performed.

Manufacturer narrative:
(B)(4). The device evaluated in the analysis has been identified as being reprocessed by stryker sustainability solutions the manufacture of record.